Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient complained of no strict aseptic operation. The peritonitis was manifested by loose stool (which occurred two days prior to the peritonitis diagnosis), abdominal pain and turbidity of pd (which occurred a day prior to the peritonitis diagnosis), total abdominal pain, right abdominal distension pain and black watery stool, five to six times per day (which occurred on the same day as the peritonitis diagnosis). Hospitalization and treatment were not reported. The same day as the peritonitis diagnosis, pd therapy was discontinued. At the time of this report, the patient was recovering from the events. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.